Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 serial: (B)(6); product type: 0195-heart valves; product ID evolutfx-34 (serial: j162150); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012076088); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve (j159280), the patient had poor quality computed tomography (CT) angiogram and was unable to be used for sizing of the valve. A perioperative transesophageal echocardiogram (tee) was performed to size the valve; however, it was not reliable due to patient anatomy. During deployment, the valve was dislodging ventricular due to the valve being undersized. The valve was recaptured 2 times, but the physicians felt that the valve was too small for the patient's annulus. The valve was recaptured and withdrawn from the patient. A new 34-millimeter (mm) medtronic transcatheter valve was loaded, however, during inspection of the valve via tactile and fluoroscopy, a misload was identified due to paddle out of pocket. The valve was not used, and new 34 mm valve was loaded on the same delivery catheter system (dcs) and used for the procedure with an excellent outcome. It was noted that the misload was not due to a new valve loader. No adverse patient effects were reported.